Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to replace the unknown left ventricular (lv) lead, difficulty was experienced inserting the right ventricular (rv) lead into the device header. Due to the connection issue, high out of range pacing impedance measurements were observed. After fifteen minutes, the impedance measurements on the competitor lv lead were also high and out of range. After implanting the new device, all connections and measurements were appropriate. No additional adverse patient effects were reported.